Event description:
It was reported that during a right hemicolectomy, the tower triggered a non-recoverable error. The issue was resolved after rebooting the tower. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicate that the core computer might have lost communication with the real time network. It was recommended to check the ethernet connections between the core computer and the real time switch. The field service engineer went onsite and checked all the required connections. All ethernet cables in the tower were checked and cleaned. The system was tested and found to be in working condition. Evaluation of the device data logs indicate that there are multiple occurrences of error code 'central safety monitor lost tower local', and error code 'safety handler enters hard_stop' indicating that the central safety monitor lost communication with safety handler. These error codes indicate a system non-recoverable inoperable_error. Evaluation of the two images provided show the operating room team interactive (orti) display with the alert message: "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use". Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.